Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02867. It was reported during the patient's scs trial procedure both of the trial lead kits had dull needles. The procedure was completed with replacement needles.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.